Manufacturer narrative:
Product event summary: manufacturer¿s analysis was not able to confirm the customer comments that the device would crash and had a broken printer; the software was reloaded and updated, and the printer was replaced as a preventive measure. It was also noted that the tab on the power cord door was bent, and the left keyboard hinge was broken, and they were both replaced. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the hard drive of the programmer would crash, and the printer did not work. The programmer has been returned for repair. There was no patient involvement.